Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of was confirmed. Balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. Both balloon windings were intact. Leakage was observed from the tears. Balloon latex was released from proximal windings to check balloon edges at the tears. The edges did not appear to match at the tears. Latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon.". No other visible damage was observed from catheter body and syringe. Engineering task assigned for further investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during device preparation with this fogarty embolectomy catheter, the user tried to test the product but found the balloon already damaged. There was no allegation of patient injury. The device was available for evaluation.as per product evaluation results, balloon latex appeared deteriorated. Multiple cracks and tears were evident on balloon latex. Both balloon windings were intact. Leakage was observed from the tears. Balloon latex was released from proximal windings to check balloon edges at the tears. The edges did not appear to match at the tears.

Manufacturer narrative:
Added: d4 (expiration date), h4 (device manufacturer date), h6 (type of investigation), h8 (usage of device) updated: h3 (device evaluated by manufacturer), h6 (investigation findings), h6 (investigation conclusions). Further investigation was performed by the engineers in the manufacturing site. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process controls, units go through a balloon winding and visual inspection. In this inspection, the units are visually inspected; it should not have bends, wrinkles, cuts, contamination, stains, deterioration, discoloration, or ripples. Also, in the instruction for use are specified the storages condition for these catheters. Edwards will continue to review and monitor all events.